Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets fell off during use on (B)(6) 2024. Event took place during physical activity. Infusion sets were in use for two days. Patient replaced infusion set and resumed insulin successfully. No further information available.